Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, without the device returned to confirm this no definitive conclusion can be drawn. The IFU states: "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device". This report is for the first device reported. See MDR: 3013394970-2018-00445 for the second device reported that was used on the same patient.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure, but the bypass tube was also already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the third device. The devices had been stored on a level place. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient.